Event description:
Reprise IV study it was reported that completed heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received an unknown loading dose of aspirin. An isleeve introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. There was correct positioning of the single 27mm lotus edge valve into proper anatomical location. Post deployment of the 27mm lotus edge valve, the subject developed complete heart block. Temporary venous pacemaker (tvp) was maintained post-operatively. Electrophysiology team was consulted and a single-chambered non-bsc permanent pacemaker was successfully implanted on the same day. The event was considered recovered/resolved. One (1) day post index procedure, the subject was discharged.